Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The manufacturing date and unique device identifier (UDI) could not be confirmed as the device was not returned for inspection as of this date and attempts to obtain information were unsuccessful. Based on the results of the investigation, a definitive root cause could not be established. The device for this complaint was not returned, hence no product analysis was performed. The reported issue of ¿user cannot properly configure wireless foot pedal to the system was not confirmed. Since a manufacturing/ labeling defect was not identified, no problems were found related to user technique/ human factors or related to device labeling/ design and the complaint trending limits were not crossed and no investigation components in this investigation suggest escalation is required, it was determined that this complaint does not require further escalation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned. The investigation is on-going, and a supplemental report will be provided if new/relevant information is received.

Event description:
The customer reported that the foot pedal on his olympus tfl laster footswitch could not be properly configured during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.